Event description:
It was reported that the female connector of a minicap transfer set was separated from the mainbody of the twist clamp. It was further described as "the dark blue part of the transfer set has come apart and away from the light blue end when disconnecting the cap/line". To resolve this issue, the transfer set was replaced. This occurred during unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d5: operator of device: patient/consumer (previously submitted as health professional) correction made to g4: PMA/510k #: k152675 (previously submitted as k851207). B5: the patient received prophylactic care to prevent contamination. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.